Event description:
When disconnecting the low volume extension set 60 in the inside of the tubing broke off into the clave of the t connector of the pt's ivc line. The IV was immediately clamped and the t connector was changed. Prior to all of this, the curos cap was given enough time to completely dry before connecting the low volume extension set to the pt's clave on their ivc devices will be returned only if manufacturers provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or patient contact.